Manufacturer narrative:
The issue was evaluated and replicated in the (B)(6) lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. This issue was previously reported by the user on (B)(6) 2021, which was reported to the FDA in 3004972322-2021-00007. The user site was upgraded from (B)(4), but the new patch did not correct the issue. Fujifilm initiated a recall on 3/2/2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions. Fujifilm submitted c&r report (1000513161-03/11/2021-001-c) to FDA, which has been classified as class ii and assigned recall number z-1348-2021. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On (B)(6) 2021 fujifilm medical systems USA, inc. (Fmsu) was made aware of an incident with synapse pacs. A url call from ris results in a patient/study mismatch. On (B)(6) 2021 a risk assessment was performed to investigate the risk to patient safety. There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.